Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken. Dimensional inspection found lens was within specification. (B)(4). The patient is under the age of (B)(6) years old. (B)(4).

Manufacturer narrative:
(B)(4).method - (process evaluation): work order search.results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.50 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to subjective discomfort. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.